Event description:
It was reported that the doctor decided to revise the pocket due to pocket migration. The doctor decided to upgrade the device with about one third of the device battery life remaining. It was later reported that the patient required the pocket revision due to near erosion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.